Event description:
Caller reported a cgm error related to the fsl3plussensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support and was walked through resetting the pump, after which the cgm error no longer appeared and the sensor session was successfully started.